Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's past medical history included cesarean section. Concurrent conditions included diabetes, hypertension, asthma and iron deficiency anemia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain"), menstrual disorder ("menstrual issues"), infection ("infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fungal infection ("yeast infection"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (ablation). At the time of the report, the dysfunctional uterine bleeding, pelvic pain, menstrual disorder, infection, vaginal haemorrhage, menorrhagia, fungal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysfunctional uterine bleeding, dyspareunia, fungal infection, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), yeast infection, depression and mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('abnormal bleeding (general)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's medical history included cesarean section, obesity, dysmenorrhea and obesity. Concurrent conditions included diabetes, hypertension, asthma and iron deficiency anemia. Concomitant products included caffeine;paracetamol (excedrin aspirin free), ibuprofen since 2008, insulin lispro since 2003, lisinopril, methyldopa since 2001, oxycodone since 2008, paracetamol (tylenol) and salbutamol (albuterol hfa) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 1 month 20 days after insertion of essure. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced vaginal infection ("infections/ infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2014, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fungal infection ("yeast infection") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (sleeve gastrectomy, ablation and ablation on (B)(6) 2014). At the time of the report, the dysfunctional uterine bleeding, pelvic pain, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, dyspareunia, fungal infection, depression, anxiety, dysmenorrhoea, migraine and weight increased outcome was unknown. The reporter considered anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment bleeding and bladder/ urinary problems and unknown treatment for pain, psych injury. Current weight 216lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ('abnormal bleeding (general)') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's medical history included cesarean section, obesity, dysmenorrhea and morbid obesity. Concurrent conditions included diabetes, hypertension, asthma and iron deficiency anemia. Concomitant products included caffeine;paracetamol (excedrin aspirin free), ibuprofen since 2008, insulin lispro since 2003, lisinopril, methyldopa since 2001, oxycodone since 2008, paracetamol (tylenol) and salbutamol (albuterol hfa) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("persistent pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"), 1 month 20 days after insertion of essure. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced vaginal infection ("infections/ infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2014, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), fungal infection ("yeast infection") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (sleeve gastrectomy, ablation and ablation on (B)(6) 2014). At the time of the report, the dysfunctional uterine bleeding, pelvic pain, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, dyspareunia, fungal infection, depression, anxiety, dysmenorrhoea, migraine and weight increased outcome was unknown. The reporter considered anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment bleeding and bladder/ urinary problems and unknown treatment for pain, psych injury. Current weight 216lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Most recent follow-up information incorporated above includes: on 2-jul-2020: pfs received: new events, migraines / headaches and weight gain were added. Medical history, concomitant drugs, patient demographic were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysfunctional uterine bleeding ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's medical history included cesarean section. Concurrent conditions included diabetes, hypertension, asthma and iron deficiency anemia. Concomitant products included ibuprofen since 2008, insulin lispro since 2003, methyldopa since 2001, oxycodone since 2008 and salbutamol (albuterol hfa) since may 2008. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced pelvic pain ("persistent pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea"), 1 month 20 days after insertion of essure. On (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2013, the patient experienced vaginal infection ("infections/ infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fungal infection ("yeast infection"). The patient was treated with surgery (ablation). At the time of the report, the dysfunctional uterine bleeding, pelvic pain, menstrual disorder, vaginal infection, vaginal haemorrhage, menorrhagia, dyspareunia, fungal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fungal infection, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: new pfs received- new events added: dysmenorrhea, vaginal infection were added.concomitant drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.